Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. Evaluation of received event log confirms alarms indicating a high pressure situation, high airway pressure, pressure delivery restricted and high peep (positive end expiratory pressure). The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator alarmed for pressure delivery restricted. There was no patient harm. (B)(4).